Manufacturer narrative:
The operator discovered the quality control (qc) was out of range. The performance of qc is used by the operator to determine whether the analyzer is in control and can be used for patient testing. Failing qc would make the user aware of an issue to be resolved prior to using the analyzer for patient testing. The operator followed good laboratory practice by repeating all potentially affected patient samples and issuing corrected reports as needed. The type of anticoagulant therapy could not be confirmed by the operator. The american association for clinical chemistry (aacc) indicates the normal inr range is typically 0.9-1.1. On warfarin therapy the inr elevates to between 2.0 and 3.5. Most hospital pharmacies and clinical hematology services will have specific inr goals determined in their specific treatment protocols. The operator stated each doctor or clinic has their own set of reference ranges and was unwilling to provide ranges. Patient 2 had a dose of anticoagulant therapy withheld. The operator's contact with siemens generated a service call. The siemens field service engineer (fse) examined the analyzer, and determined reagent probe b2 was operating too hot. The error log had no temperature errors recorded. Error logs or temperature readings were not provided. It is not known why the reagent probe was found to be too hot without temperature errors. The issue was isolated to the reagent probe. Replacement and alignment of the reagent probe resolved the issue. Temperature was within range after part replacement. Qc was analyzed and within the laboratory's established ranges. Since the reagent probe replacement the analyzer has been operating within specifications. This event will be reported on the basis that erroneous results may have led to the patient not receiving appropriate anticoagulant therapy, carrying with it the risks involved: bleeding episodes and thrombosis.

Event description:
The operator stated erroneous, elevated international normalized ratio (inr) results were generated by the analyzer. The operator stated on (B)(6) 2015 morning qc was analyzed and within range. Patient samples were processed and results reported. The next analysis of qc performed later that day recovered high out of range. The operator made fresh reagent and controls and repeated qc with no change. The same qc and reagents were used on an alternate ca-7000 analyzer, serial number not provided, qc recovered within ranges. No error logs or analyzer printouts were provided. The laboratory reanalyzed 72 patient samples on an alternate analyzer for verification. The laboratory identified several test results were reported between the acceptable qc run and the failed qc. The operator submitted a record of affected patient results. The laboratory issued corrected reports upon repeat analysis on an alternate analyzer. There was no harm to any of the affected patients. Patient 2 initial inr was above the therapeutic range, but was within the therapeutic range when repeated on an alternate analyzer. The patient's dose of anticoagulant treatment was withheld. The operator was unwilling to provide pt values and anticoagulant treatment type was assumed to be warfarin the operator was not able to confirm.